Event description:
It was reported by repair work order that all three pieces of velcro were missing from the mattress surface. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.